Manufacturer narrative:
E1: patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. On 02-july-2024, it was reported that the patient encountered insulin flow block in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information.